Event description:
This complaint was forwarded by (B)(6). On (B)(6) 2013, the physician injected radiesse to a pt in both nasolabial folds (0.3ml) per side. The pt immediately presented pain in the left side, inflammation, hot, reddening and fever (38 degrees celsius). The physician prescribed anti-inflammatory treatment, corticosteroids and antibiotic. The antibiotic was given as a precaution. The dosage and duration were not reported. On (B)(6) 2013, additional information was received: the physician reported the diagnosis: tissue necrosis probably due to vascular obstruction with symptoms and signs in accordance with the diagnosis. At the present time, the pt presents less pain, blackish lesions of the skin and the left internal bruccal mucosa as well as gas sensation in soft part of her cheek. As of (B)(6) 2013, the physician reported that the pt is improving.

Manufacturer narrative:
The device history records for radiesse were not reviewed as the lot number was unk.